Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. A fluoroscopic evaluation was done and the lead appeared to be in the right atrial (ra). The lead was explanted and replaced. No additional adverse patient effects were reported.